Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Correction to suspect medical device serial #.

Event description:
The patient claimed that animas pump lost power and rebooted last week. The date and time default to the factory settings. The patient reset the pump with the correct date and time and has not had any power issue since. During troubleshooting, the patient noted that he changed the battery cap one to three months prior to contacting lfs. There was no evidence of product misuse or damaging casing. The battery cap was on tight without any visibility to the yellow o-ring. This complaint is being reported as a malfunction due to the alleged power issue. There was no reported patient impact associated with this complaint.